Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy. The patient stated that therapy has not been working like it was for her since (B)(6) 2016. The patient reported that she had diathermy done in (B)(6) 2016 and found out later that she should not have done that. The patient did not feel stimulation at the time of the call, but troubleshooting of the ins could not be conducted due to an unrelated issue with the patient programmer. The patient described her symptom return as gradual and has an appointment to follow-up with her healthcare provider on (B)(6) 2016. The patient also reported a incident where she broke two of her fingers, however this was not related to or caused by the ins therapy. Patient status is unknown at the time of this report.

Event description:
Additional information from the patient reported they had an appointment with the healthcare professional (hcp) on (B)(6). The hcp set the programmer at 1.9 and the patient noted it seemed to be working fine. On the night previous to the report the patient had to get up 6 times, and she did not sleep well. The patient noted they were going to check the programmer again. The patient noted she drank ½ cup of coffee later that evening and they drank an 8 oz bottle of water. The patient noted that she normally stops drinking anything about 4 pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.